Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete atrio-ventricular (av) block. Subsequently, a permanent pacemaker was implanted 4 days following the implant of the valve. No further adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects per the instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). The device remains implanted. A device history review (DHR) is not required as the event description does not indicate a potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Received additional information regarding patient's weight.